Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after implant the right ventricular (rv) lead had dislodged. A chest x-ray was taken and showed that the position of the lead tip was clearly different from the time of implant. The rv lead was repositioned. The patient¿s state was stable until that. The blood pressure was measured because the patient complained of nausea immediately after they were moved to the bed (gurney) for leaving the catheter laboratory and the measurement showed blood pressure of lower than 80 bpm (beats per minute) as well as lower than 50 bpm of the own pulse, which had been measured at 80bpm approximately. The patient¿s condition was observed by increasing the pacing rate. The pericardium was observed by echocardiography, it showed trivial increase in the accumulated effusion by comparing with the one before entering the catheter laboratory. Cardiac tamponade due to perforation by the dislodged lead was suspected. The patient condition was placed under observation for 10-20 minutes. The patient¿s own heart rate was regained, and her condition was stabilized as well, and therefore they left the catheter laboratory. The rv lead remains in use. No further patient complications have been reported as a result of this event.